Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized in (B)(6) 2023 for unexplained [peritonitis]. The patient noted the hospitalization occurred at the same time as a biofine recall ((B)(4), 6l). The patient stated they did not know how to respond to the recall letter. The patient stated their bags are checked for leaks before using. Additional information was obtained during follow-up with the user facility pd manager. Per the pd manager the patient was admitted into the hospital on (B)(6) 2023 with symptoms of abdominal pain. The patient had a pd culture obtained which had an elevated white blood (wbc) and no organism growth. The patient was diagnosed with peritonitis and was treated with unknown antibiotic therapy. The patient was discharged on (B)(6) 2023, continuing pd with the same cycler. The patient recovered from the event. The pd manager was not able to provide the exact cause given no bacteria grew from the pd culture. The pd manager confirmed this patient is very compliant and checks for any fluid leaks with pd treatment. However, the patient did not experience any fluid leaks or any malfunctions in relation to the event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized in (B)(6) 2023 for unexplained [peritonitis]. The patient noted the hospitalization occurred at the same time as a biofine recall (1.5%, 6l). The patient stated they did not know how to respond to the recall letter. The patient stated their bags are checked for leaks before using. Additional information was obtained during follow-up with the user facility pd manager. Per the pd manager the patient was admitted into the hospital on (B)(6) 2023 with symptoms of abdominal pain. The patient had a pd culture obtained which had an elevated white blood (wbc) and no organism growth. The patient was diagnosed with peritonitis and was treated with unknown antibiotic therapy. The patient was discharged on (B)(6) 2023, continuing pd with the same cycler. The patient recovered from the event. The pd manager was not able to provide the exact cause given no bacteria grew from the pd culture. The pd manager confirmed this patient is very compliant and checks for any fluid leaks with pd treatment. However, the patient did not experience any fluid leaks or any malfunctions in relation to the event.

Manufacturer narrative:
Additional information: a2 (date of birth), a3 (gender), h10 (clinical review) clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized in (B)(6) 2023 for unexplained [peritonitis]. The patient noted the hospitalization occurred at the same time as a biofine recall (1.5%, 6l). The patient stated they did not know how to respond to the recall letter. The patient stated their bags are checked for leaks before using. Additional information was obtained during follow-up with the user facility pd manager. Per the pd manager the patient was admitted into the hospital on (B)(6) 2023 with symptoms of abdominal pain. The patient had a pd culture obtained which had an elevated white blood (wbc) and no organism growth. The patient was diagnosed with peritonitis and was treated with unknown antibiotic therapy. The patient was discharged on (B)(6) 2023, continuing pd with the same cycler. The patient recovered from the event. The pd manager was not able to provide the exact cause given no bacteria grew from the pd culture. The pd manager confirmed this patient is very compliant and checks for any fluid leaks with pd treatment. However, the patient did not experience any fluid leaks or any malfunctions in relation to the event.